Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). Following pre-dilation with a 2.0x15 non-bsc balloon catheter, a 2.50x20mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the proximal rca and the proximal portion of the struts was lifted. The device was simply and completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.